Manufacturer narrative:
The sealing and conditioning sections of the device were reviewed to identify the defects related to the reported issue. However, the DHR (device history record) review did not identify any deviations, validated manufacturing process parameters, and specifications of raw materials and components that were used during production that could result in the reported failure. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the 002620 airlife¿ sterile water for inhalation, usp, 500 ml blew up and failed while connected to a patient. The customer confirmed that there was no patient harm associated with the reported event.